Manufacturer narrative:
(B)(4). Information not provided during initial contact. Information anticipated, but unavailable at this time. Additional information received: surgeon did have to suture close an otomy the device cut in the stomach. Surgeon had activated it there accidently. There was some thermal damage along the stomach when surgeon took the short gastric arteries but no action was taken on his part to address it. Surgeon said the patient was fine.

Event description:
It was reported that during the lap nissen procedure, large amounts of blanching and charring were observed. Several patches of termal damage to gastric tissue were also seen. No patient consequence.